Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, leading to the customer's blood glucose level dropping to 40 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Technical support educated the caller on how control-iq predicts glucose values and the importance of accurate personal profile settings. The caller was advised to request an updated list of current settings to verify correct input into the pump, although the caller did not acknowledge that control-iq was functioning as intended.